Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
The lead was returned with no reported event. As received, a partial lead connector portion was returned in one piece. Visual inspection found a full breached insulation degradation adjacent to the connector boot. No other anomalies were noted.